Event description:
Patient reported right side "just discovered that the prosthesis had ruptured" via ultrasound and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient provided documentation which showed the reportable events belong to the contra-lateral side. There are no reportable events for this right side record. This record is not reportable.

Manufacturer narrative:
Patient provided documentation which showed the reportable events belong to the contra-lateral side. There are no reportable events for this right side record. This record will be un-reported.